Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0975 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2022, the patient in facility used a peripherally intubated central venous catheter kit and accessories due to chemotherapy after left breast cancer surgery. At 16:04 in the afternoon, nurse found a broken tube during PICC catheterization. The stump of the broken tube stayed in the inferior vena cava of the patient, which has a serious impact on the life safety of the patient. Immediately terminate the catheterization to appease the patient, and at the same time send patient to the catheterization laboratory for intravenous foreign body removal, and then successfully remove the PICC catheter stump. At present, the patient has been discharged home, and the impact of the follow-up condition remains to be seen.